Event description:
Voice mail clinical services. Facility reported the venous blood line disconnected from the tesio catheter (implanted 18 months ago) 15 minutes into the treatment. The machine did alarm. The line and catheter were reconnected and the treatment completed without further interruption. Estimated blood loss 50cc. No medical intervention. The sample was discarded by the facility. Medwatch filed on the bloodloss.